Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The treatment was not reported. The cause of the peritonitis was unknown. The status of the patient was not reported. Pd therapy was temporarily withdrawn. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.